Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7084379/7083656.

Event description:
It was reported that the patient had inadequate stimulation. No device malfunction was suspected. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were discarded.